Manufacturer narrative:
No patient involvement. A medtronic representative went to the site and tested the system. He confirmed the reported problem. He removed the x-stage cover, invalidated home and performed the motion calibration. This resolved the issue. System fully functional. Engineers suspect this was a hardware induced event.

Event description:
A medtronic representative reported that the site could not move the gantry in the vertical axis when they pressed the button. No patient involvement was reported.